Event description:
It was reported that the nurse saw blood from in 6 foot extender while on a patient. Therapy was stopped and the intra-aortic balloon (iab) was replaced and then therapy was continued with new iab, but with the same cardiosave intra-aortic balloon pump (iabp). There was no patient harm reported. Balloon complaint : (B)(4). Onesupport# (B)(4).

Manufacturer narrative:
The getinge field service engineer reported that therapy continued for over a month before getinge could get the nursing staff to swap the iabp so that the fse could make sure the iabp did not have blood inside the iabp. After opening the pim, the fse found a small amount of blood in the tubing. The fse replaced the pim which came from the customer's stock (s/n (B)(4)). The fse then performed and completed a preventive maintenance (pm) with full calibration, functional and safety tests per factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).